Event description:
Patient reported pain and discomfort resulting from wearing orthodontic aligners in wrong sequence caused by a manufacturing (packaging) error which remained undetected by the doctor before the devices were dispensed to the patient.